Event description:
It was reported that this event involved a sample product kit labeled not for human use. A sample kit was left behind at the hospital (per the hospitals request) following the study initiation meeting in 2008. Three months later, the product study commenced. Approx three months later, the kit labeled not for human use was opened and placed in patient. On the evening of two days later, the catheter was exchanged with a non-study peripherally inserted central catheter (PICC). The patient and patient's md were informed of the situation. The patient shows no signs of infection. A catheter tip culture is still pending.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.